Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) was shutting down. There was no patient involvement or harm reported.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the issue could not be duplicated. The pump passed battery run time test. The unit passed all functional and safety tests and was cleared for customer use.